Event description:
It was reported by the customer that 2 of the bd insyte¿, peripheral IV cannula, bd vialon¿ biomaterial stylet is puncturing the catheters. The following information was provided by the initial reporter: I have a customer that is having a problem with the 381223 IV catheter 22gax1" insyte autoguard. The stylets are puncturing the catheters.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported by the customer that 2 of the bd insyte¿, peripheral IV cannula, bd vialon¿ biomaterial stylet is puncturing the catheters. The following information was provided by the initial reporter: I have a customer that is having a problem with the 381223 IV catheter 22gax1" insyte autoguard. The stylets are puncturing the catheters.